Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Multi-pump case: pump 1 cp - (B)(4), pump 2 rp flex -(B)(4).

Event description:
A 60 year old female patient with cardiogenic shock implanted with both impella cp and rp flex for biventricular support. Patient continued to decompensate. Vaginal bleeding of unknown origin noted (patient had obgyn appointment day prior). Patient not improving, and high pressure alarm noted on rp flex pump. Off label tpa protocol administered in the purge. Despite efforts family decided to withdraw care. Impella cp and rp flex to be coded to minor bleeding and death, and rp flex to be coded to medication change.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the injury was not determined due to insufficient clinical details.